Event description:
It was reported that the tip of the guide wire snapped upon insertion through capsule. The device break inside the patient and was not removed. A backup device was used to complete the surgery.

Manufacturer narrative:
Foreign zip code: (B)(4). One (B)(4) disposable hip pac reported on. The complaint stated: ¿it was reported that the tip of the guide wire snapped upon insertion through capsule.¿ product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Getting entangled up with other instruments or devices. 2. Use of other that recommended smith & nephew drill. 3. The primary cutting edges of the drill are not sharp or have dings and burrs. 4. Stressed product from over torque or loss of axial alignment. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Per instructions for use: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Final product met predetermined specifications upon release to distribution. Updated.

Event description:
It was reported that during surgery the tip of the guide wire snapped upon insertion through capsule. The device break inside the patient and was not removed. A backup device was used to complete the surgery.